Event description:
The customer contact reported a separation. The tubing set was being used as a saline lock. It was reported that after a nurse connected the male adapter of an unspecified saline flush syringe to the clave port, the tubing separated from the clave port. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.